Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge reportedly remained at 100% for several days despite being in use. Subsequently, the battery gauge dropped from 100% to 5% suddenly. The customer's blood glucose (bg) level was 453 (mg/dl) and a manual injection was delivered. Reportedly, the customer felt ill and the customer's friend assisted the customer reading the bg meter and getting water. Reportedly the customer had manual injections as alternate insulin therapy.